Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. There was no documentation for this type of defect during the entire production run of this batch. This is the 2nd complaint for lot # 8082843 for this type of defect or symptom. Previous complaint 8082843.

Event description:
It was reported that the bd posiflush¿ syringe plunger was found broken before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found the plunger broken before using,then replaced a new flush."